Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer had failed and was not detected on the bus. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed and was not detected on the bus. A field service engineer (fse) opened up the back and found the bin drawer was unplugged. The fse then shut down the machine, and the cable to the controller board was reseated. It stayed in place, suggesting it was not fully seated and gradually loosened on its own. The customer had accessed the drawer a couple of times without any issues. The system functioned as intended after the field service engineer repaired the device.